Event description:
A pt reported the meter would not power on which was resolved by the representative. The following day they reported the meter would not turn off. The issue could not be resolved. Although they reported that their physician placed their back on their insulin regime during a routine appointment, the power issue did not contribute to the regime change. No serious injury occurred due to the power issue. However, because the issue could not be resolved, the event is a malfunction.